Event description:
It was reported that during implant procedure, failure to sense was observed on the right atrial lead. The lead was removed and replaced. The patient was discharged. No further information was provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the patient was asymptomatic during the event and was discharged in stable condition.